Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: deformation, fold creases, cloudy gel and was observed after autoclave cycle: air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture grade IV. Device has been explanted.